Manufacturer narrative:
The clinician reports that the implant got stuck in a tool during placement. The implant was returned to manufacturer for evaluation. No defects were evidenced in the item, proper assembly was demonstrated . Manufacturer's trend analysis show that implant or failure is a low-rate adverse event, which is common for endosseous dental implants in clinical use.

Event description:
Dental implant failure.